Event description:
A us distributor contacted zoll to report that a pt passed away at home while wearing the lifevest. Review of the events surrounding the death indicate that the pt received one appropriate treatment during an episode of ventricular fibrillation. The post-shock rhythm was bradycardia. Approximately ten minutes later, the pt's ECG shows. Asystole. Asystole is considered a non-treatable rhythm. The device was shutdown approximately three hours later. There is no indication that the lifevest caused or contributed to the pt's death.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The monitor and electrode belt were fully functional and able to detect and treat. Monitor: 09/01/2009. Electrode belt: 05/01/2011.